Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels with a reading of 500 mg/dl. The customer experienced elevated blood glucose levels for the past two days. It was stated that the customer's blood glucose levels remained elevated when she was on manual injections at the hospital. Once she was put on an insulin drip, her blood glucose levels regulated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.